Event description:
Patient was revised to address loosening of the femur.

Manufacturer narrative:
Examination of the submitted femoral component revealed evidence indicating device loosening in vivo. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the root cause of the device loosening; however, evidence was found suggesting poor fixation was a likely contributing factor. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.